Manufacturer narrative:
The previously submitted report was incorrectly marked in section b1 as a product problem and should have been reported as an adverse event. B2 was missing on the initial report. H1 was incorrectly marked as a malfunction on the previously submitted report. All sections are corrected on this report.

Event description:
The manufacturer received a voluntary medwatch (mw5105082) with an indication a patient passed away. The patient was allegedly using a trilogy ventilator for approximately six months. Repeated attempts to obtain the serial number and have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.